Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier, age and date of birth, gender, patient weight unknown / not provided.. Lot/serial #, device expiration date, device UDI number, device manufacturer date unknown / not provided.

Event description:
It was reported that healing abutment wont go down all the way after uncovering of an implant. The doctor thinks the internal screw thread somehow is damaged. He was wanting the internal thread tap. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tsv¿ bellatek® encode® healing abutment 5.7mm (d) x 6.8mm (p) x 3mm (h) (teha5683) was returned for investigation. However, one unknown zimmer implant was not returned. Returned device had no apparent malfunction, some signs of use. Functional testing was performed using in-house compatible device and devices assembled/disassembled as intended. Pre-existing conditions, tooth location and device placement duration were unknown due to limited information provided by the customer. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1242887. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1242887) was performed for similar events and no other similar complaint was identified. DHR and complaint history review could not be performed for the reported unknown zimmer implant as the item/lot number was not available. Based on the available information, devices malfunction has not occurred for abutment and malfunction for unknown zimmer implant could not be verified without its return. Hence, the event was nonverifiable.